Manufacturer narrative:
(B)(4). The reported condition could not be confirmed and a cause could not be determined because the sample was not returned baxter for evaluation. Should relevant additional information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A sample was requested, but was not available. A review of all batch record documents was performed for lot h12b29043 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A follow-up report will be submitted if additional relevant information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse of transfer set fell out while the patient was showering and peritonitis with culture positive for fungus in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(4) 2013, during a call with baxter customer services, the following was reported by the patient. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was an issue with the catheter. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event. On (B)(4) 2013, global pharmacovigilance contacted the peritoneal dialysis nurse and obtained the following information. On (B)(6) 2012, the patient's transfer set fell out while he was showering. The patient discovered the disconnection after he came out of the shower. On an unreported date, the patient received prophylactic antibiotic treatment with cipro 750 mg orally for 2 days. On (B)(6) 2012, the patient experienced fungal peritonitis as a result of the transfer set falling out. The nurse confirmed the patient was hospitalized from (B)(6) 2012 for the event. Treatment included unspecified antibiotics (dose and frequency unknown). While hospitalized, the pd catheter was not removed, dianeal therapy was withdrawn and the patient was started on hemodialysis. On (B)(6) 2013, the patient recovered from peritonitis. The patient remained on hemodialysis therapy. On an unreported date, the patient was retrained on proper aseptic technique. The nurse stated the event of peritonitis was not related to pd solutions, devices, or disposables on (B)(4) 2013, product surveillance contacted the peritoneal dialysis nurse regarding the reported issue. The following information was reported. On an unreported date, the patient began automated peritoneal dialysis (apd) therapy. On (B)(6) 2012, the patient had the transfer set changed. The patient kept the transfer set taped against his body when not in use. On an unreported date, the transfer set disconnected from the adapter (type of adapter was unknown) while the patient was showering. Cause of disconnection was unknown. The nurse stated there were no previous connection issues with the transfer set. The nurse confirmed the event of peritonitis was caused by this disconnection.